Event description:
It was reported that during set up at the user facility the core console had a bias current message displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during set up at the user facility, there was no patient involvement and no delay to a surgical procedure.